Event description:
Customer reported device = lo. Customer was hospitalized and lab = 856 mg/dl. Treatment information was not provided. No controls used. A request was made for return product and replacement product was sent.